Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test, moisture damage and blank display. Customer's blood glucose level was 189 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised a replacement battery cap would be sent out. Troubleshooting for moisture damage was performed. Customer advised the device shut off on its own due to taking off the device before showering and leaving it in the bathroom. Customer believed the device was exposed to steam from their shower. Customer performed the self-test and passed. Customer was advised to monitor the insulin pump and call back if issues persist.